Event description:
Device 1 of 2; reference MFR report number: 1627487-2019-01324. It was reported that the patient was experiencing uncomfortable stimulation with their scs system. In turn, the patient underwent surgical intervention wherein the scs system was explanted. Date of explant is unknown.